Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having difficulty removing the battery cap. Customer also mentioned noticing air bubbles, however was unable to troubleshoot at the time of the call. Blood glucose readings were noted to be over 300 mg/dl. No further information reported.